Event description:
The caller is stating that on her mother's power chair that when you move the joystick to the right the chair will move to left and when you move the joystick to the left the chair will move to the right. She is stating that her mother is running into walls and doorways with the chair.